Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned and analyzed. The returned device indicated leakage in an integrated circuit. (B)(4).

Event description:
It was reported that three months after implant the patient felt uncomfortable and device would not respond to a program check. The device was explanted and replaced. No patient complications have been reported as a result of this event.